Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, narrow, and mildly calcified lesion in the mid left anterior descending artery. A 2.5x18mm xience prime stent was advanced and implanted. An attempt to advance a 2.75x12mm nc trek balloon dilatation catheter (bdc) for post-dilatation was made; however, the bdc failed to cross due to the anatomy and the proximal shaft separated in two pieces outside the anatomy. The bdc was removed and the procedure was successfully completed with a new 2.75x12mm nc trek bdc. The patient's outcome is satisfactory. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.